Event description:
During a standard dental treatment, the head of the handpiece heated up and caused a slight burn on the lip of the patient. The patient did not receive any ointment or medication for the burn.

Manufacturer narrative:
The analysis did show that the head had several nicks around the back cap button. This caused the back cap button to stick in under certain circumstances. This caused the back cap button to interfere with the internal moving parts causing high friction and therefore increase of temperature. The nicks are a result of the handling in the dental office. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. Reported due to the 2 year presumption rule. Incident occurred in (B)(6).